Event description:
Procedure type: splenectomy. According to the reporter: the balloon burst after inflating it with air. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not intended as a result. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).